Manufacturer narrative:
(B)(4).

Event description:
Additional information reported, the patient symptoms were not related to the device. It was stated the patient had good therapeutic effect in the beginning, but the disease had progressed. It was noted the patient had a failed back and the symptoms were caused by disease progression.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received confirmed that the implantable neurostimulator (ins) and leads were explanted successfully and the patient had healed without difficulty.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: lead.

Event description:
It was later reported that on (B)(6) during a post op check the patient¿s stimulator was not functional. It was noted the patient¿s incision was clean and dry. On (B)(6) it was stated the patient¿s MRI showed severe stenosis, and the patient still had a lot of pain in the back and both legs. It was also noted the bladder was not working well.

Event description:
It was reported that the patient had advancing pathology and a CT myelogram was not adequate for diagnostics. A lumbar MRI scan was required by the surgeon. A surgical explant of the implantable neurostimulator (ins) and leads was therefore planned for (B)(6) 2013. Patient symptoms of burning sensation, loss of reflexes in lower extremities, pain, weakness and less than 50% therapy relief were noted. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2007. Product type: lead: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007. Product type: recharger. (B)(4).

Event description:
It was later reported the patient had not been seen since (B)(6). It was noted the patient was having decompression and fusion at l1 to l5. It was noted there were no symptoms reported from the last time the patient visited. It was noted there were no scan results from 2013.